Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the bed shop out of service at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the pins were damaged in the end of the cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.